Event description:
Balloon was implanted on (B)(6) 2016. Patient contacted the implanting physician on (B)(6) 2016 complaining of heaviness from balloons in the chest, rapid heartbeat, and difficulty tolerating the device. Patient was advised to go to the closest ER for IV hydration and EKG. Patient was admitted to the hospital on (B)(6) 2016 with 2-1 atrial flutter (no cardiac history). Following a cardiology evaluation, patient's heart issue resolved and the patient was discharged on (B)(6) 2016. Patient elected to have the balloon removed, which was completed on (B)(6) 2016.